Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed as the event unit passed all relevant testing and functioned as intended. There were no visible non-conformances observed. Applied medical was reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic sigmoidectomy event description: little to no energy was being delivered when the surgeon attempted to seal the vessel. The device made the audible noises to indicate that the device was working. The surgeon was grasping small intestine tissue when the event happened. No error messages or alarms were displayed on the generator. The user was able to note that low/no energy was being delivered when attempting to dissect the tissue. No tissue effect was observed. Thermal effects were not visible at the seal site. It is unknown if the surgeon activated the blade after hearing the end tone. Bleeding was not observed as a result of the incident. The device was used for about 3-4 activations before the experience was observed. This occurred during the first 10-15 minutes at the beginning of the procedure. The surgeon opened up a new handpiece to complete the case. No patient injury occurred. Product is available for return. Type of intervention: the surgeon opened up a new handpiece to complete the case. Patient status: no patient injury occurred.

Event description:
Procedure performed: laparoscopic sigmoidectomy. Event description: little to no energy was being delivered when the surgeon attempted to seal the vessel. The device made the audible noises to indicate that the device was working. The surgeon was grasping small intestine tissue when the event happened. No error messages or alarms were displayed on the generator. The user was able to note that low/no energy was being delivered when attempting to dissect the tissue. No tissue effect was observed. Thermal effects were not visible at the seal site. It is unknown if the surgeon activated the blade after hearing the end tone. Bleeding was not observed as a result of the incident. The device was used for about 3-4 activations before the experience was observed. This occurred during the first 10-15 minutes at the beginning of the procedure. The surgeon opened up a new handpiece to complete the case. No patient injury occurred. Product is available for return. Type of intervention: the surgeon opened up a new handpiece to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.